Event description:
Procedure type: splenectomy. According to the reporter: the instrument jammed shut on the tissue after stapling. Resection of tissue was required to free the instrument. Application of another instrument was necessary to complete the operation.

Manufacturer narrative:
(B)(4).